Manufacturer narrative:
The technician found a broken trend rod, pilot link and bent linkage in the trend mechanism. The technician replaced the components to repair the bed.

Event description:
Info received indicates the bed will not go into the trendelenburg position.